Event description:
It was reported that during a lower anterior resection procedure, as the stapler was being colsed down, the anvil separated from the stapler. The physician reopened the stapler and reattached the anvil and proceeded to close the stapler again. Again, he felt the anvil separate from the stapler. Suspecting a problem with the stapler, the physician opened a new stapler.